Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of different model was placed. No adverse patient effects were reported. Additional information received indicates that the lead was not successfully implanted due to placement difficulty.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This no longer not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of different model was placed. No adverse patient effects were reported.